Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic therapy pcb assembly and found the cause of the failure to be a damaged/broken filter, designator fl11.

Event description:
It was reported that the device illuminated the service indicator and logged several event codes repeatedly in the memory. The reported event might be an indicative of a potential critical failure. Physio-control investigation found that the device was unable to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.